Event description:
It was reported that a spectrum infusion pump was alarming sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 105. Eval found a seizing motor, which is a known contributor to the reported symptom. The failed motor assembly was replaced.